Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the product for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, that a tear appeared in the distal end of the monopolar curved scissors (mcs) tip cover rather early in the procedure. The tip cover was replaced, and the surgery continued. Unfortunately, they did not keep the packaging. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: there was no injury to the patient. The instrument and tip cover were inspected prior to use. Nothing was out of the ordinary. The tip cover was intact before use. A piece of the tip cover did not fall into the patient¿s anatomy. No arcing was observed. There was no functionality of the mcs instrument during the surgical procedure. It is uncertain if the mcs instrument collided with any other instruments during the surgical procedure. The tip cover appeared to be properly installed during the surgical procedure. No part of the orange surface was visible after the tip cover was installed. The mcs tip cover accessory was not installed beyond the orange surface. The installation tool was used. Electrolube or any other lubricant was not applied to the mcs instrument prior to the mcs tip cover accessory installation. There were no difficulties in removing the instrument and mcs tip cover accessory.